Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous left anterior descending artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at the appropriate pressure, but the balloon ruptured at 12 atm. The balloon was completely removed from the patient's body using the normal method. The procedure was completed with another of the same device. No complications were reported, and patient is stable post procedure.